Event description:
It was reported that the device was explanted in 2008. The reason for the explant is unknown. It is unknown if the explant was attributed to the device, as no further details were provided.

Manufacturer narrative:
Device not returned.